Manufacturer narrative:
(B)(4). A service history record/device history record review will be performed. Should any relevant information be obtained from this review that is related to the reported event or through other means, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The home choice device was returned and evaluated, all functional tests were performed. A visual inspection found no physical damage. The power on self-test was successfully completed. Event history was downloaded and there were no keystrokes, programming, or use related events that would indicate and/or contribute to the problem. The one hour therapy was completed without error or alarm. The device passed all check and calibration tests successfully. The one hour therapy was completed without error or alarm. The digital board was replaced as a preventive action. Review of the service history revealed no issues that could have caused or contributed to the home patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed therapy with a homechoice device (hc) passed away due to an unknown cause. The pt was not performing pd therapy at the time of death. It was not reported if an autopsy was performed. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). It was reported the peritoneal dialysis (pd) patient who performed therapy with a homechoice device (hc) passed away. Prior to death, the patient was placed in palliative care and the conditioned worsened. While in palliative care the patient was receiving unspecified pain medication. It was reported that pd therapy was discontinued for "over a week" prior to the event of death. The cause of death was reported to be withdrawal from dialysis; therefore, the homechoice pro is no longer considered suspect product in this event. A device history review revealed no previous service events were related to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.